Event description:
The customer observed a single higher than expected vitros cea result from a patient sample processed on a vitros eci immunodiagnostic system. A vitros cea result of 3.2 ng/ml vs. Expected result of 1.44 ng/ml was obtained from the sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, which led to the patient undergoing a pet scan. The patient¿s current clinical condition was not provided by the customer upon request. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros cea result was obtained from a single patient sample processed on a vitros eci system. The investigation could not determine a definitive root cause, however the possibility that the presence of an unidentified sample interferent had contributed to the results could not be ruled out. There was no information provided which questioned the performance of the customer's vitros eci system or vitros cea reagent. A definitive root cause for the event could not be determined.